Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jun2020.

Event description:
The customer reported that carbon dioxide is inhaled repeatedly. The gas module needs to be replaced. There was no patient involvement.

Manufacturer narrative:
G4:19jan2021. B4:20jan2021. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician stated the customer has decided not to repair the unit at this time. No additional information was provided on the repair of this device . If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.